Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mdm metal liner; cat# unk; lot# unk; 62mm shell; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's left hip due to infection. A stryker 62mm shell, mdm metal liner, mdm/ adm poly insert, and competitor stem and head were removed.